Event description:
In late 2008, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's one touch ultra meter was powering off during use. The medical affairs specialist (mas) spoke with patient on december 18, 2008 and obtained the following information. The patient reported that the alleged issue began prior to the original month. As a result of the issue, the patient claimed he continued to take his usual dose of lantus (26 units) and novolog mix 70/30 (18 units) at bedtime; however, skipped taking his novolog insulin at mealtimes because he could not obtain a blood glucose reading with the subject meter. On the afternoon of two days later, the patient reported that he was sweating and his speech was slurred. At the time of the symptoms, the patient stated that his neighbor was him and recognized the symptoms as a possible low blood sugar and therefore gave the patient a soda to drink. The patient reported feeling better afterwards. At the time of troubleshooting, the customer care advocate noted that the patient had not replaced the subject meter's battery in the past 3 years. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.